Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold crease, wear abrasion, linear opening with striated edge. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a striated opening assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma - late.

Event description:
Healthcare professional reported left side pain; patient reported "fluid collection." Device has been explanted.